Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that the left cylinder had a hole. Two weeks later, a surgical procedure was performed, and the cylinder was replaced. A patient outcome of improved following the procedure was reported.

Manufacturer narrative:
G1. MFR contact first name, MFR contact last name and MFR contact email updated. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and pressure tested. Both cylinders had wear at a fold on the distal and proximal end of the cylinder bodies; however, the cylinders had no leaks found and passed pressure test within specification. Product analysis was unable to confirm the reported allegation. Based on the information available and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that the left cylinder had a hole. Two weeks later, a surgical procedure was performed, and the cylinder was replaced. A patient outcome of improved following the procedure was reported.